Manufacturer narrative:
The reportability assessment for this event has been completed, and any necessary reporting submissions have been made.

Event description:
The patient indicated that when descending stairs, he typically increases his oxygen level from 2l to 4l. He reported that on (B)(6) 2024, the g5 rental column, which had been in use since (B)(6) 2022, was replaced. The patient experienced symptoms of not feeling well and noticed a decrease in oxygen levels while using the g5 unit. Concerned, he asked his wife to take him to the emergency room, suspecting a possible covid infection. At the emergency room, the patient underwent a nebulizer treatment, and his pulse oximetry reading was 100%. Although an EKG and chest x-ray were performed, the results were not provided. The patient was not admitted to the hospital and did not receive a specific diagnosis. Currently, the patient reports feeling well, and the g5 unit is operating smoothly without any unusual noises. There were no audible or visual alarms from the device during the incident. The patient had an alternative oxygen supply available and is using 2l of oxygen 24/7 on a portable unit, with a backup unit at home. He received a replacement unit three days later via ups. The patient did not return the original portable unit, stating that he had disposed of it.